Event description:
A sales representative stated the customer was experienced an increase in the number of (B)(6) results on the architect i2000sr analyzer. An increase in (B)(6) results, (B)(6) patient results, or elevated out of range high (B)(6) quality control results for architect havab-igm may occur when the assay is run directly following the architect ausab assay. A product correction was issued and reported under 21cfr806 to the FDA, (B)(4).

Manufacturer narrative:
(B)(4). Evaluation results: cross contamination was identified as a potential cause. Conclusion: insufficient active antigen is being coated on the microparticle with the current microparticle manufacturing process. An adverse trend in us customer complaints for architect havab-igm assay (list number 6l21) regarding higher than usual (B)(6) results rate was detected on march, 2009. The investigation revealed the most probable cause for the increase rate of (B)(6) results is the hav antigen code 26286 which has a reduced potency that affects the architect havab-igm performance. Insufficient active antigen is being coated on the microparticle within the current microparticle manufacturing process resulting in a performance that is characterized by lower calibrator 1 relative light units (rlu) values. As a result, the signal to noise ratio is shifted specially in the (B)(6) samples leaving the assay prone for (B)(6) results and increases arch havab-igm assay susceptibility to reagent cross contamination and test system variability. As a preventive measure to protect the integrity of test results, customers were instructed by a product information letter to follow an alternative processing method by segregating all havab-igm samples.